Manufacturer narrative:
Explant due to aortic stenosis and regurgitation was reported. The investigation found circumferential fibrous pannus on the inflow and outflow surface extending onto the base of the cusps. Cusp 2 had fibrous thickening of its base. There were multiple nodular calcifications within the cusp tissue that the distort and efface the normal cusp architecture. A tear was observed in all three cusps. Microscopic examination revealed degenerative changes to cusp 1 tissue at the site of the tear including a denatured appearance to the collagen fibers. Cusp 3 contained a tear and had mild degenerative changes at the site of the tear including a denatured appearance to the collagen. There was no inflammation. The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of the reported regurgitation appears to be related to the torn cusps. The cause of the torn cusps could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent cusps and create an unbalanced stress relief distribution between all cusps during coaptation, leading to cusp tear and reduced durability. The calcifications noted could have contributed to the reported stenosis.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2017, a 23mm trifecta gt valve was implanted in the patient. On an unknown date, the patient was diagnosed with aortic stenosis and regurgitation. On (B)(6) 2024, a reoperation was performed. The patient was reported discharged.